Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a plif at the level of l3 ¿ l5. Postoperatively sinking was found, so the patient will need follow-up. The surgeon commented that cage "seemed to be too big for (B)(6) because he tried to give lordosis to narrowing intervertebral area using smallest one, it was still too big". The surgical time was not extended due to the incident. No patient complications was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.